Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported via email that the patient experienced an unknown sensor issue and was hospitalized (they were discharged 10 days ago). The patient was wearing a g7 sensor and omnipod insulin pump. It was not specified what the cgm was displaying at the time of this event. No patient symptoms were reported. No other event details were reported, including any medication/treatment details or how long the patient was hospitalized prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On 11/07/2025, it was reported via email that the patient experienced an unknown sensor issue and was hospitalized (they were discharged 10 days ago). The patient was wearing a g7 sensor and omnipod insulin pump. It was not specified what the cgm was displaying at the time of this event. No patient symptoms were reported. No other event details were reported, including any medication/treatment details or how long the patient was hospitalized prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 7:11 pm with wearable serial number (B)(6). The sensor session lasted 10 days and ended on (B)(6) 2025 at 6:51 pm due to a manual stop. On the date of the reported event (11/07/2025) there were no sensor malfunctions and only one glucose alert that occurred at 1:56 am in the morning. This alert sounded at 10% audio volume and repeated 5 minutes later before being auto cleared when the egvs rose above the low threshold. There were no other instances in which the egvs dipped below or above the alert thresholds. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported via email that the patient experienced an unknown sensor issue and was hospitalized (they were discharged 10 days ago). The patient was wearing a g7 sensor and omnipod insulin pump. It was not specified what the cgm was displaying at the time of this event. No patient symptoms were reported. No other event details were reported, including any medication/treatment details or how long the patient was hospitalized prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful .it was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported via email that the patient experienced an unknown sensor issue and was hospitalized (they were discharged 10 days ago). The patient was wearing a g7 sensor and omnipod insulin pump. It was not specified what the cgm was displaying at the time of this event. No patient symptoms were reported. No other event details were reported, including any medication/treatment details or how long the patient was hospitalized prior to being discharged. Attempts to reach the patient for further event clarification were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.